Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 475 mg/dl and current blood glucose was 461 mg/dl. Customer stated that she does not know if the pump is working properly. Customer reported the following symptoms related to their high blood glucose was nauseous. Customer treated high blood glucose with the insulin pump and changing her site. . Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. In the past customer also reported that, there have been a no delivery and a little bit of blood. Customer declined troubleshooting for the blood at site and the no delivery alarm. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.